Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Isi has not received the harmonic ace instrument for failure analysis investigations. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a branch was broken off of the harmonic ace instrument and fell into the patient during coagulation. The part was recovered from the patient during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information added in h4 and d4. Intuitive surgical, inc. (Isi) received the harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp. A piece measuring approximately 9.63 mm x 1.13 mm in size was missing and not returned. Components adjacent to the damaged teflon pad did not show damage.

Event description:
Refer to h11 for follow-up information.